Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per the company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) evaluated the iabp. The stm ran a pre-use tests and all tests passed. The stm then reviewed the fault logs and found no issues. However, when the stm ran the manifold test, the iabp failed the pim test. The stm replaced the pneumatic module assembly and also found that the transducer was out of calibration. The stm recalibrated the transducers and performed a full check. The iabp passed all testing and was released back to the customer for clinical use.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had a helium leak. It is unknown the circumstances under which the event occurred. However, there was no patient involvement or adverse event reported.